Manufacturer narrative:
Age at time of event: 18 years or older (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. Following stent deployment, a 2.50mmx12mm nc emerge® balloon catheter was advanced for post dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another nc emerge® balloon catheter. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. Microscopic examination presented no damage or irregularities in the bonds and the markerband. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified left anterior descending artery. Following stent deployment, a 2.50mmx12mm nc emerge&#59394;balloon catheter was advanced for post dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another nc emerge&#59394;balloon catheter. No patient complications were reported and the patient"s status was good.